Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, when the stent came into contact with the lesion, it was noted that the stent was deformed. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent moved 9mm distally on the balloon. The proximal struts were severely damaged, misaligned & bunched. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, when the stent came into contact with the lesion, it was noted that the stent was deformed. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.